Manufacturer narrative:
Product involved in incident was returned and evaluated. There was no memory in the meter indicating the meter had never been used. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the assure platinum meter was giving high readings. Caller states the nurses got 575, 340 and 164, all within mins of each other. Control solution came back within range but caller does not know the exact readings. (B)(6) got on the line and stated that the nurse that took readings is very experienced and used the correct technique. Replacing product.